Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during preparation for use inadvertent mishandling resulted in the noted kinked stent sheath; thus, causing the stent to slightly pull out of the sheath resulting in the reported premature activation. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Event description:
It was reported that during preparation of the 6x80mm absolute pro self expanding stent system (sess) the stent became partially exposed from the sheath while flushing the device. Therefore, the sess was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.